Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the bifurcated device may have been implanted slightly high, and the right renal artery has been partially covered since the time of implant. It was reported that the 24 months post stent graft implant the right renal artery and the kidney are no longer functioning. No further intervention is planned at this time. No further clinical sequelae were reported and the pt is fine.